Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Clinical review of all currently available information concluded that there was no information supporting a possible association between the liberty cycler and the event of peritonitis. There was a possible causal relationship to the patient episode of cholelithiasis, which may have precipitated an infection, and the episode of peritonitis. Additionally, there was no allegation against the fresenius peritoneal dialysis products in relation to this event.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. Clinical review of all currently available information concluded that there was no information supporting a possible association between the liberty cycler and the event of peritonitis. There was a possible causal relationship to the patient episode of cholelithiasis, which may have precipitated an infection, and the episode of peritonitis. Additionally, there was no allegation against the fresenius peritoneal dialysis products in relation to this event.

Manufacturer narrative:
(B)(4)- a supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported that her effluent was cloudy. The patient¿s pd nurse confirmed that the patient was diagnosed with peritonitis on (B)(6) 2017. There was no growth on the preliminary culture results. The patient was treated, in clinic, with antibiotics vancomycin and cefepime, dose unknown. The patient was not hospitalized for the peritonitis. The pd nurse confirmed that she did not believe the source of the patient¿s peritonitis was related to breach in aseptic technique. The pd nurse believed that the patient's gallstones were the cause of the peritonitis. On (B)(6) 2016, the patient presented to the emergency department of the hospital for abdominal pain and was diagnosed with gallstones. There was no medical intervention for the patient¿s gallstones and the patient was not admitted. The patient currently still has the gallstones and is recovering from the infection.